Event description:
Boston scientific was notified that the renegade was approached to the lesion by using synchro guide wire. Then gdc 10-2d 10mmx30cm and 2mmx30cm were inserted into the aneurysm, but they were pulled out because both coils were small. After that, 13mmx30mm was deployed. Then, when same size coil was approached, it was stretched in this catheter. The coil was pulled out. The coil got stuck and it had been broken in the catheter. The coil was pulled out with the catheter.